Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and lead indicated stretching. (B)(4).

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted. No further patient complications have been reported as a result of this event.